Event description:
It was reported that during the implant attempt, the patient's anatomy did not allow for the lead to be placed in a position that did not cause diaphragmatic stimulation. The lead was not implanted and a different model lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor was distorted and all conductors had blood/body fluid (not obstructed). Visual analysis noted the lead was damaged at implant.